Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time incident was unknown. The customer stated they did not receive a low batter prior to the off no power alert. The customer was advised to insert a new energizer aaa alkaline battery. Customer was advised to monitor the pump. The customer reported via phone call that the insulin pump alarm off no power with low battery indicator. Customer's blood glucose at time of incident was 160 mg/dl. Customer stated they did receive a low battery alert prior to the off no power alert. Customer stated it was less than 24 hours from the low battery alert to the off no power alert. The customer was to insert new battery and monitor pump.